Event description:
It was reported that implantable cardiac monitor (icm) exhibited undersensing due to diminished r-waves. Additionally, premature ventricular contractions (pvc), were present. The device remains in use. No patient complications have been reported as a result of this event.